Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The consumer reported that their implantable neurostimulator (ins) was taken out 2 months prior to the report in an emergency surgery. The device was removed because the ins got crushed and the leads got broken in a car accident. The steering wheel bent the front plate of the stimulator and the doctor pulled out the device on the same day of the car accident. Further information received from a manufacturer representative and the healthcare provider reported that the patient had not had their system replaced and a replacement was not scheduled. The patient did not have an active system. Healthcare provider records and manufacturer records indicated that the patient had a system replaced in (B)(6) 2014 due to a car accident in (B)(6) 2014. It was unclear if the patient was confusing dates. No outcome was reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The patient's indications for use were spinal pain and reflex sympathetic dystrophy with causalgia and complex regional pain syndrome. For information regarding the car accident and explant in (B)(6) 2014 please refer to manufacturer report #3004209178-2014-22272.